Event description:
It was reported that a cartridge alarm occurred with the customer's pump. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to put the pump into storage mode before returning it, and a replacement pump was sent. The customer was advised to use multiple daily injections as a backup therapy in the meantime and was informed of steps to connect and program the replacement pump. The customer acknowledged and understood the instructions and was reminded to return the faulty pump within ten days to avoid charges.